Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported that the customer had high blood glucose. Customer treated with the insulin pump. Customer stated that the insulin pump was not working due to she was having unexplained high blood glucose. Customer stated has changed the site and blood glucose has not gone down below 400 mg/dl. Customer's blood glucose was 410 mg/dl. Troubleshooting was done. Customer stated that she was not home to run the test. Advised to call back and monitor blood glucose closely. No further info provided.